Manufacturer narrative:
Set screw for CPR micro/switch.

Event description:
It was reported by service report that the bed would not go down. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.